Event description:
A healthcare professional reported that the procedure was a coil embolization of celiac artery aneurysm. After approaching the target lesion with leonis mova 2.4fr, two microcatheters were advanced into the aneurysm. A micrusframe s 12mm coil was inserted inside the aneurysm through leonis mova microcatheter and framing was performed. Then, three target xxl coils were placed into the aneurysm. After that, a deltafill18 7mm x 33cm coil (dlf180733, 30927144) was used as the fifth coil. About half of the coil was inserted into the aneurysm, but it could not be inserted any further despite multiple attempts to insert and withdraw it. When attempted in the free space outside the aneurysm, the coil could not be wound. Therefore, the physician removed the coil from the patient¿s body for inspection and confirmed that the coil was slightly unraveled and had become straightened. This coil was replaced with a deltafill18 6mm x 25cm, which was placed in the aneurysm without any problems. Subsequently, the deltafill18 3mm x 12cm coil (dlf180312, 31178109) was used as the seventh coil. During the coil insertion, the microcatheter kicked back and deviated from the aneurysm, and the coil was attempted to be retrieved. When removing the coil, the sheath was damaged, making it impossible to re-sheath the coil. The sheath was replaced with a new sheath of the same size, and after inserting it into the aneurysm, the deltafill18 3mm x 12cm coil was replaced with a galaxy g3 coil (gly120515, unknown lot) as a finishing step, and the galaxt g3 coil was successfully placed without any issues. The last coil used was a galaxy g3 5mm x 15cm (gly120515, 3252414s). Because the coil was coming out of the aneurysm, multiple attempts were made to insert and withdraw it. During this process, there was a sensation like a ¿snap," when pulling the delivery wire, the coil did not follow. Since the coil was mostly inside the microcatheter, it was carefully withdrawn together with the microcatheter. The volume embolization ratio (ver) was within the acceptable range, so the procedure was completed. Subsequently, another j&j coil was used. A total of 10 j&j coils were used thereafter, and no similar issues occurred. The coil embolization within the aneurysm was successfully completed. There was no negative impact to the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 28-sep-2025 indicated that there was no blood flow restrictions due to the event.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 30927144 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 20-oct-2025 indicated that ¿about half of the deltafill 18 coil (dlf180733) coil did not enter the aneurysm¿. There were no specific aneurysm characteristics. The concomitant devices functioned as expected. There was no resistance felt with the galaxy coil, there was a sensation as if it had "snapped"" abruptly. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.